Event description:
Nurse drew blood from a central line without a syringe. Placed a needle on the syringe and inserted needle into a tube. Tube shattered resulting in an injury to the nurse's finger and abrasion to the nurse's right eye. Occupational health was notified and nurse went to an opthomologist to remove any glass. Vision was not affected.